Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -13 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting . The lens was exchanged for a shorter lens and the problem was resolved. On (B)(6) 2017, the patient's best corrected visual acuity (bcva) was 20/20 and uncorrected visual acuity (ucva) was 20/20.

Manufacturer narrative:
Device evaluation-lens was returned dry in a centrifuge vial. Visual inspection found haptic torn, clear sticky residue on lens, and missing piece of haptic. (B)(4).